Event description:
Procedure: vats. Reportedly, after approaching tissue, the cartridge came off from the instrument. Connected new instrument with the cartridge and returned the black return knob, but the cartridge could not be released. Cut additional tissue and released the device from tissue. No further patient injury reported.